Event description:
Customer reported that system would not go up or down. After holding the down button for several minutes system moved down. Customer was able to complete case with no problems. No patient injury.

Manufacturer narrative:
The service rep removed and replaced ps3 power supply. Tested system by moving column up and down 5 times with no problem. System is operating as intended.